Event description:
The customer's healthcare providers reported that the customer was to undergo pump training prior to authorizing a pump return. Tandem clinical diabetes discussed training with the customer and family. They declined trying to use the pump for insulin therapy. The healthcare providers were notified of the family's decision.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was not delivering insulin and did not alarm causing the customer to go to the emergency room (ER) with a blood glucose (bg) level over 400 mg/dl. The ketone level was high. The customer was treated with intravenous fluids and after 4 hours, left the ER with a bg of 113 mg/dl in stable condition.